Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 4.1 inr on the coaguchek xs system while a comparison lab returned as 1.6 inr. An ultrasound was done on the caller's leg, and a blood clot was discovered. The caller was treated with a tissue plasminogen activator (tpa), and had surgery 2 days later. The caller was released from the hospital four days later. Requested return of suspect system and replacement was sent.